Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("complications from your essure removal procedure? Yes(due to coil being too far embedded)") and abdominal hernia ("hernia/after hysterectomy I then had to have a abdominal hernia surgery") in an adult female patient who had essure (batch no. 626685, 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, herpes nos, lung neoplasm malignant, breast pain since (B)(6) 2011, paratubal cyst and asthma. Concomitant products included axotal (fioricet), escitalopram and lipitac (omega 3). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal hernia (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), allergy to metals ("nickel allergy developed"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety was on the rise"), eczema ("dermatitis eczema on the hands/fingers"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), uterine leiomyoma ("fibroids"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), increased tendency to bruise ("easy bruising"), uterine pain ("uterus area pain") and somnolence ("drowsiness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery (robotic tlh with bilateral salpingectomy and cystoscopy.) And surgery (hernia surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, anxiety, migraine, nausea, uterine pain and somnolence had resolved, the abdominal hernia, hypersensitivity, insomnia, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma, palpitations, dyspnoea and increased tendency to bruise outcome was unknown and the eczema was resolving. The reporter considered abdominal hernia, allergy to metals, anxiety, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, eczema, embedded device, fatigue, headache, hypersensitivity, increased tendency to bruise, insomnia, menorrhagia, migraine, nausea, palpitations, pelvic pain, somnolence, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Ultrasound scan vagina - on an unknown date: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: embedded device, menorrhagia, nickel allergy developed, bladder infection, anxiety, migraines, nausea, dysmenorrhea, dyspareunia, fatigue, weight gain, fibroids, palpitations, easy bruising, uterine pain, abdominal hernia. Event outcome of migraine, headache, nausea, uterine pain, anxiety and drowsiness updated to recovered. Event outcome of dermatitis eczema updated to recovering. Lot number 626685, 626908 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("complications from your essure removal procedure? Yes(due to coil being too far embedded)") and abdominal hernia repair ("hernia/after hysterectomy I then had to have a abdominal hernia surgery") in an adult female patient who had essure (batch no. 626685, 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, herpes nos, lung neoplasm malignant, breast pain since (B)(6) 2011, paratubal cyst and asthma. Concomitant products included axotal (fioricet), escitalopram and lipitac (omega 3). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal hernia repair (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), insomnia ("insomnia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), allergy to metals ("nickel allergy developed"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety was on the rise"), eczema ("dermatitis eczema on the hands/fingers"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), uterine leiomyoma ("fibroids"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), increased tendency to bruise ("easy bruising"), uterine pain ("uterus area pain") and somnolence ("drowsiness"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery (robotic tlh with bilateral salpingectomy and cystoscopy.) And surgery (hernia surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, anxiety, migraine, nausea, uterine pain and somnolence had resolved, the abdominal hernia repair, hypersensitivity, insomnia, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma, palpitations, dyspnoea and increased tendency to bruise outcome was unknown and the eczema was resolving. The reporter considered abdominal hernia repair, allergy to metals, anxiety, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, eczema, embedded device, fatigue, headache, hypersensitivity, increased tendency to bruise, insomnia, menorrhagia, migraine, nausea, palpitations, pelvic pain, somnolence, urinary tract infection, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Ultrasound scan vagina - on an unknown date: failure to occlude (close) fallopian tubes batch number: 626685 exp date:2010/02 man date:2008/03. Batch number: 626908 exp date:2010/03 man date:2008/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), headache ("headaches") and insomnia ("insomnia"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, headache and insomnia outcome was unknown. The reporter considered headache, hypersensitivity, insomnia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.